Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient aged 80 years old weighing 180 lbs. Underwent atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that the patient had a pericardial effusion that was noticed at the end of the case. The physician went back into the body with the intracardiac echocardiography (ice) catheter and saw a pericardial effusion. A pericardiocentesis was done and the representative did not have the volume or the amount of fluid that was removed. The patient was stable but was still intubated. During the procedure, there were no complications noted during the procedure. The patient was stable during the procedure. The patient did not require surgical repair. The patient stayed overnight for observation. The physician feels there was a micro tear on the last set of ablations and this may have caused the effusion. After the effusion was drained the pocket closed and they think it was a small hole. They used a vizigo sheath medium curve, a thermocool® smart touch® sf bi-directional navigation catheter, a soundstar catheter siemens, webster coronary sinus, and an octaray catheter were all used for the procedure. The catheters have all been discarded. Additional information was received. The package was trashed with medical waste during the procedures, so lot number and packaging could not be obtained. It was unknown when the adverse event occurred as the effusion was only discovered after the ablation and the sheath were removed from the left atrium and out of the body. The physician¿s opinion on the cause of this adverse event was that it was due to a patient condition, patient had unusual anatomy, in which her ivc ostium was located very septally to our transseptal site. The kind of intervention provided was a pericardiocentesis. The outcome of the adverse event was fully recovered (no residual effects). The patient did not require extended hospitalization because of the adverse event, the patient was discharged the next day. Other relevant history was a cad. Transseptal puncture was performed with a baylis needle with ref: nrg-e-hf-71-c1. Ablation was not performed prior to noting the cardiac tamponade. No pop was reported. It was unknown when the event occurred as it was discovered at the end of the procedure. The flow setting for the irrigated catheter used was a standard stsf ¿ 15. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. The force visualization features used were real time graph; dashboard; vector; and a visitag. The parameters for stability used in the visitag module was 2/3sec/40% @ 3g. Tag size 2. There was no additional filter used with the visitag. Color options used prospectively was other ¿ impedance. It was also confirmed that the small hole noticed after the effusion was drained wasn¿t related to a cardiac perforation but was regarding the effusion.